Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display was flashing. The customer also stated that there was moisture within the battery compartment. The patient was unable to read the screen safely. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 9/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/27/2016 with the following findings: during investigation, the pump¿s display powered up to a blank display screen. The display was blank due to moisture damage in the pump. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and there was corrosion in the compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and moisture damage was found on the printed circuit board (pcb). Further testing was not able to be performed due to the blank display screen. The complaint of a flashing display was not duplicated during this investigation.